Event description:
The reporter stated that the user attempted to place a camino catheter 110-4l into a licox triple lumen catheter from the im3. St kit. It could not be introduced. The catheter only slid about halfway down the lumen before stopping. Similar events have occurred on two other occasions. A complaint sample from one of the incidents is available for eval. The lot number of the second 110-4l reported is 30500012564, exp date 09/2010. Integra has requested add'l info from the user facility. Licox probe kit MFR report number is 9617494-2009-00002.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.